Event description:
It was reported that the right ventricular pace impedance measurements were out of range and the right ventricular automatic thresholds was detected as greater programmed amplitude or suspended. It was noted that the right ventricular intrinsic amplitudes was out of range and loss of capture was seen on the stored electrogram (egm) as well as noise. The lead was explanted and was not planned to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular pace impedance measurements were out of range and the right ventricular automatic thresholds was detected as greater programmed amplitude or suspended. It was noted that the right ventricular intrinsic amplitudes was out of range and loss of capture was seen on the stored electrogram (egm) as well as noise. The lead was explanted and was not planned to be returned as it was discarded to the patient being infectious. No additional adverse patient effects were reported.